Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the driver was not fully engaged with the screw tulip head and was used as a stab and grab driver when the tip broke off.

Manufacturer narrative:
Correction: h3. Yes h6. Investigation findings: 3252 investigation conclusions: 61. Device evaluation: visual inspection confirms that the distal tip of the driver has sheared off. This failure is likely due to the input torque exceeding the strength of the tip. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.